Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s sister stated the patient experienced bleeding after the sensor was inserted into the abdomen on (B)(6) 2020. The bleeding continued for two days and the patient then went to urgent care on (B)(6) 2020, where they cauterized a small hole in her abdomen. At the time of the report the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.